Manufacturer narrative:
The reported event of oversensing was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s lead impedance, sensing, and high voltage charging were found to be normal.

Event description:
It was reported that myopotential oversensing was observed on the device and the right ventricular (rv) lead. The device was explanted and replaced; the rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.